Event description:
It was reported that there was a liner and ball changed. Patient had dislocation. The cup was competitor product with a stryker liner cemented in.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. A device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. The event was confirmed but root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided

Event description:
It was reported that there was a liner and ball changed. Patient had dislocation. The cup was competitor product with a stryker liner cemented in.